Manufacturer narrative:
(B)(4). The gore® excluder® aaa endoprosthesis (B)(4) is being reported separately. The review of the manufacturing, records verified that this lot met all pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and component migration.

Event description:
On (B)(6) 2016, a patient underwent treatment of left iliac artery aneurysm with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. On (B)(6) 2018 the patient was undergoing an additional procedure, to address disease progression. The plan was to place a custom designed cook iliac branch device to the right side, preserving the right internal iliac artery with a gore viabahn endoprosthesis with propaten bioactive surface and a v12 stent. This was successfully achieved. During the procedure it was noted the bridging component from the trunk-ipsilateral leg component to the iliac branch component on the left had become disconnected. A cook 28mm x 59mm device was implanted to bridge the gap between the two devices. Additionally the internal iliac artery was electively excluded with a 28mm-12mm x 66mm cook converter device. Following ballooning, there was still flow into the internal iliac artery. It was decided the patient will be assessed by ultrasound after the heparin wears off. The patient tolerated the procedure. On (B)(6) 2018 the physician reported the patient appears to have a persistent endoleak, likely between the cook graft and the plc component (but it is difficult to confirm).